Event description:
The patient was re-implanted with vns on (B)(6) 2017.

Event description:
The explanted products were reported to have been discarded.

Event description:
It was reported that during a replacement surgery the products could not be implanted as the patient experienced excessive bleeding and the surgery could not be completed. Additional relevant information has not been received to-date. No known surgery has occurred to-date.